Manufacturer narrative:
Additional manufacturer narrative: (B)(4). The device was not evaluated as per the hospital it was not available for return. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Paravalvular leak is generally caused by surgeon technique at implant and/or patient anatomy/conditions. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. As the device was not returned for evaluation, the root cause of the event remains indeterminable; however, it was likely related to patient and procedural factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm pericardial mitral valve, implanted approximately one year and one month, was explanted due to a perivalvular leak (pvl). Per obtained medical records, approximately six months after implant, patient began developing progressive dyspnea on exertion, orthopnea, fatigue, and 10+ lb weight gain with edema. Patient was subsequently found to have severe pvl. At this time, was started on lasix and has had some resolution with his symptoms, but is still fairly symptomatic. The 27mm valve was visualized and did not appear to have any gross infection around it and no real dehiscence of any sutures. "What it appeared to me was that the anterior portion of the valve was sewn to the anterior portion of the mitral annulus and then the posterior portion of the valve was sewn more to the left atrium rather than the posterior annulus proper. It was unclear why this was done and likely what was causing the leak is the transition from the annulus to the left atrium itself and clearly there was loose stitches in this location." The explanted device was replaced with new 27mm mitral pericardial valve. The patient also underwent coronary artery bypass grafting times one, saphenous vein graft to the left anterior descending during the procedure. The patient was taken to the intensive care unit post operatively in stable condition.